Event description:
The customer stated that falsely elevated troponin results were generated for one female patient while using the architect stat troponin-I assay. The patient was first drawn on (B)(6) 2011 in the ER with an initial result of 0.63 ng/ml. The patient was redrawn approximately 1 hour later and the result was 0.78 ng/ml. The customer was not aware of any treatment given to the patient based on these results. The same patient was drawn on (B)(6) 2012 and generated a troponin result of 0.23 ng/ml. The patient was transferred to another hospital and the result was questioned by a physician. The patient was retested and the result was normal. No treatment was performed. The customer indicated results that are within the range: 0.04 ng/ml - 0.29 ng/ml are deemed borderline and require additional testing. On (B)(6) 2012 the patient was drawn again and the architect stat troponin-I initial result was 0.09 ng/ml. This sample was repeated on I-stat and the result was 0.00 ng/ml. The customer sent this sample to a reference lab for hama testing and it was negative. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, testing of the patient sample, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 09687un11 and met acceptance criteria which determined the reagent is performing acceptably. The returned patient samples were tested for interfering substances by performing manual dilutions and treatment with heterophilic blocking tube (hbt) reagents. The patient samples showed signs of interference. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect stat troponin-I reagent list number (B)(4), lot number 09687un11, was identified.